Event description:
It was reported that, this right ventricular (rv) lead exhibited a gradual high shock impedances until it experiences out of range measurements. The technical services (ts) discussed troubleshooting options and recommended evaluate the lead integrity. This rv lead remains in service. No adverse patient effects were reported.